Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. The patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is provided because the reporter declined follow-up.